Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was detached from the sds and was not returned for analysis. A review of the manufacturing data for the stent profile was carried out. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-sep-2017. It was reported that crossing difficulties were encountered. The tight target lesion containing an acute bend was located in the highly tortuous distal left circumflex (lcx) artery. A 2.25x12mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.